Event description:
During a colostomy proocedure, the dvice was being used to take some mesentery, but it would not close. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one instrument was received in good condition. However, upon further inspection of the device, the instrument would not open nor would it articulate. It was disassembled to examine the condition of the internal components and the articulation gear teeth were noted to be broken. We could not determine what casued the articulation gear teeth to become broken.